Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient's device exhibited unknown issue. No further information was available.